Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) for three years only and needed a replacement. No unusual stimulation patterns were used. It was noted that no adapter was used. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.